Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation did not confirm the customer issue that the image goes out. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus during preparation for use, image was present, but defective. A bad connection and the image disappears on the video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. According to quality inspection report (qir), all items passed. There was no defective part and there was no abnormality in manufacturing history. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.